Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was running. The refrigerator was unlocked, allowing users to remove medications. A field service engineer replaced the interface and relay access controller (irac) for the last drawer and observed some corrosion on the problematic drawer. The customer was able to successfully inventory the medications, and the station is now functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a helmer refrigerator cubie was failed to close. The customer stated that there was as delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.